Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer stated on website that a little metal piece fell out of one of the brush heads. No injury was reported.